Manufacturer narrative:
Initial aware date is 12/02/2016. A review of the complaint history, drawings, documentation, instructions for use (IFU), manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. A used/damaged flexor ansel guiding sheath was returned for investigation. The sheath was broken into two pieces connected by an unraveled coil with a segment of liner inside. The distal segment was kinked and bent in multiple locations. The separation appeared to be caused by pulling, consistent with the event description. The following are examples of patient conditions which could contribute to material separation: patients who have extensive scarring in the area where the devices are introduced, patients with highly tortuous blood vessels, patients with highly stenosed or occluded blood vessels, patients with a steep or tight aortic bifurcation, and patients with heavily calcified blood vessels. All of these anatomical factors can increase the forces to which the device is subjected during use, thereby increasing the chances that the device can be damaged during use. The complaint report indicated that the patient had scarring at the access site. The IFU states "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage". The sheath was removed without the dilator in place. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Based on the information provided and the results of our investigation, a definitive root cause could not conclusively be determined. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.

Event description:
It was reported that during aortoiliofemoral angiogram on the right leg, the user had difficulty with access due to a heavily scarred left groin. When they were finally able to get a wire across, they tried to insert the flexor ansel guiding sheath. It would not go in the entire way and they tried to take it out. It got stuck and they pulled it apart while trying to remove it. The dilator was not in during removal. The case was then aborted and has been rescheduled with radial access. The patient did not otherwise experience any adverse effects due to this occurrence.

Manufacturer narrative:
The event is currently under investigation.

Event description:
The user facility had difficulty with access due to the scarred groin. When they finally were able to get a wire across, they tried to insert the ansel. It would not go in the entire way and they tried to take is out. It got stuck and they pulled it apart in trying to remove it. The dilator was not in during the time they tried to take it out. The case was then aborted and has been rescheduled with radial access.